Event description:
Patient presented with atrophy of the tongue to the physician. Physician ordered imaging and observed that the stimulation lead appeared to be partially dislodged. Physician brought the patient into the or to perform revision surgery to restore therapy. At the revision, the leads appeared twisted upon entering due to twiddler syndrome. The physician decided to remove all inspire components.